Event description:
Patient reported issue with pump that would not charge despite trying several different ports. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no additional action was taken.